Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. The product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting which helped resolve the issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. The customer reported a b30 communication error on a 190 scope during a procedure, which also appeared on a second scope before clearing after a system power cycle. Upon follow-up, tac advised that b30/e216 errors are typically caused by contamination or poor contact between the scope¿s gold pins and the scope socket and instructed the facility to clean both using 70% alcohol and compressed air. After performing the cleaning and restarting the system, the customer confirmed the error did not recur, and tac provided the communication-error reference guide. Later, the customer reported an ¿e15¿ error; however, no such code exists for this device, and tac requested a photo and exact error wording if the message returns. The case remains open pending additional information from the facility. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the xenon light source had scope communication error(b30). The issue occurred during upper endoscopy diagnostic procedure. There were no reports of patient harm.